Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a 'out of range telemtry' message when interrogated using several different wands and different programmers. There were no tones with magnet application. The device was last checked 3 months earlier and was at mol1 with monitoring votlage = 2.73. Additional information was received stating the device was successfully interrogated in the lab using a wand. The physician elected to replace device based on advisory status, and also addressed the atrial lead because there were issues with capture.